Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2025, a distributor reported via email that two ar-1588rt-2j tightrope ii rt devices experienced breakage at the bottom of the loop while attempting to bring the graft up through the femoral tunnel using a double-loaded tightrope ii rt (see photo). This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/06/2025. Additional information was received on 10/8/2025: the patient underwent acl graftlink reconstruction. All the broken fragments were removed. To complete the case, a third ar-1588rt-2j tightrope ii rt was used, and the two cerclages were undone to allow for re-preparation of the graft. The surgery experienced a brief delay of approximately 20 minutes. No additional anesthesia was administered, and no adverse effects have been reported during or following the procedure.

Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the damaged/frayed sutures. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for this device, dfu-0147-eo - g. Precautions - 1. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.